Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) misinterpreted supraventricular tachycardia (svt) as ventricular tachycardia (vt) and delivered an inappropriate shock. Programming changes were made, and the patient¿s condition was not known.